Manufacturer narrative:
Qn#(B)(4). One (1) cartridge of catalog number 544233 hemolok ml clips 3/cart 42/box was received without original package, per sap lot # 73a1500550. During visual inspection was observed; cartridge with only one clip remaining. Failure mode "clip not closing" was not confirmed during visual inspection. Functional inspection: hem-o-lok clip was loaded into the clip applier p/n 544171, batch # 04e0800117-020; the clip was loaded prop erly/correctly into the clip applier, no issues were found. The clip was closed (closure test) into the appropriate media tubing p/n 95802-01 according to (B)(4) manufacturing procedures qip-0031tec rev. 21 & gs-0146tec rev. 07; the clip was properly/correctly closed, no issues were found, failure mode " clip not closing" reported by the customer was not able to be duplicated with sample available. Sample received did not confirm the issue reported by customer "clip not closing", a functional inspection was conducted with the remaining clip in the cartridge, the clip closed properly as intended. Therefore, corrective actions are not required at this time.

Event description:
The clip cannot be closed during the operation. A different set of clips from the same lot were used successfully with the same applier. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product hemolok ml clips 3/cart 42/box, lot #73a1500550 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clip cannot be closed during the operation. A different set of clips from the same lot were used successfully with the same applier. The patient's condition was reported as fine.